Event description:
The reporter contacted animas on (B)(6) 2013 and stated the patient could not remove the battery cap from the pump to replace the battery. The reporter denied damage to the pump casing and noted that one side of the battery cap was higher than the other when connected to the pump. This complaint is being reported because the battery cap issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product has not been returned to animas. If the battery cap is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump¿s history showed a reboot after a replace battery alarm on the event date. The battery compartment had stripped threads. The battery cap was stripped and unable to fasten to the battery compartment. A test cap was used and the pump was able to power on normally. The pump was tested for 24 hours with no power interruptions or power related errors, alarms or warnings. The pump cover was removed and no internal moisture or damage was found to the power circuit or battery flex.